Manufacturer narrative:
Initial and final (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets fell off during use event on (B)(6) 2026. The infusion set was in use for one - two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.